Event description:
During a remote follow-up, post-paced t-wave oversensing episodes due to fusion were observed on the device. Technical services was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable and will continue to be monitored.